Event description:
The lead was returned to the manufacturer, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009. (B)(4).